Event description:
A patient reported an ectopic pregnancy 4 years following the essure procedure. No further information was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.